Manufacturer narrative:
Additional information was added to h4, h6, h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) underinfused of approximately 10%. The device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. It was further reported the peripherally inserted central catheter (PICC) line was flushing well and there were no kinks. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.